Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflator exhibited alarm when the air flow rate was set to high and the unit was started and the front panel light went out, and air supply stopped. The reported issue occurred during preparation for use prior to an unknown procedure and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. Corrected data: d4 the device was returned to olympus for inspection, and the customer's complaint of the front panel light going out and air supply stopping was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the air supply operation stopped while the error sound was generated by detecting the abnormal operation of the pressure sensor on the main circuit board. Overpressure tends to be poor for wire bonding and is likely to be causal. Also, it is presumed that the front panel light went out due to the cessation of insufflation as the air supply stopped. Olympus will continue to monitor field performance for this device.